Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was further described as patient made an unspecified mistake. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal cefazoline 2 g per day and intraperitoneal gentamycin 80 mg (frequency not reported) for bacterial peritonitis. Dianeal therapy remained ongoing. Eleven days after the event onset, the cefazoline and gentamycin were discontinued; the patient recovered, and was discharged from the hospital. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.